Event description:
On an unknown date, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient started therapy with duodopa in 2015 and on an unknown date experienced an ulcer in the duodenal bulb due to the tube.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation can be performed. Intestinal ulcer is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.